Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl; suspected cause was a covid vaccine and current settings. Bg was addressed with a correction bolus via pump and a manual dose injection. The customer consulted with healthcare provider regarding bg level and during troubleshooting with tandem technical support made a settings adjustment.